Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer did not reach back for additional assistance.